Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Procedure: the patient underwent left total hip replacement (B)(6) 2017. Patient had failed conservation management of hip pain and underwent total hip revision to treat the pain and dysfunction. No infection. The femoral stem was grossly loose. Liner, head and stem components were exchanged with off-label use components (B)(6) 2019.